Event description:
It was reported that two weeks post-implant, a vascular stent appeared to be fractured. Reportedly, the patient presented with left leg pain and had deep vein thrombosis. Three overlapping stents were previously placed from the sfa to the distal popliteal artery; two longer and one shorter stent. Angiography demonstrated that the leg was thrombosed and one of the two longer overlapping stents in the left superficial artery (sfa) appeared to be fractured. A laser atherectomy was performed within the sfa and within the stents. Aspiration thrombectomy was successful, removing a large amount of clot. Following dilation, another stent (6x80) was implanted within the fractured stent. Final angiograms reportedly demonstrated good results.

Manufacturer narrative:
Reportedly three stents were implanted, a 7x60mm, a 7x170mm and a 7x150mm, the information available indicates that one of the long stents (longer than 100mm) was fractured; however, it is not known which of the two long stents was involved. Therefore, the lot history records, for both lots have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have meet all specifications prior to shipment. The event investigation is currently underway.